Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 4:20 pm on the same day that they contacted lifescan. The patient reported obtaining blood glucose readings of ¿88, 236, 90 and 99 mg/dl¿ on the subject meter. The time difference between these results was over 20 minutes, lifescan cannot determine an inaccuracy. The patient does not currently take any medication to manage their diabetes. The patient reported developing symptoms of ¿weak, shaky and nervous¿ 1-2 minutes after the alleged issue began. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the subject meter passed a control solution test with results within the accepted range, as printed on the test strip vial. This complaint is being reported because the patient reported serious symptoms associated with hypoglycemia after the alleged issue began.